Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged battery compartment, damaged lens, and a bubbled dso seal. The event history log was unable to be downloaded. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty uso sensor was the root cause. The uso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was upstream occlusion. There was no patient involvement.